Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and in artemis, the error 32101 was found indicating a high side switch error and confirming the fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. The acp was installed, programmed and tested on the printed circuit assembly (pca) golden system where error 32101 was triggered at startup, replicating the reported event. The acp was tested with a well-known gold unit and was able to confirm and verify it as the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of the test and findings, failure analysis was able to conclude that an electrical and/or fiber optical defect within the acp is.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a repeated error 32101 that could not be resolved with a power cycle. The procedure was aborted to another dv system with no reported injury.